Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l4-5, l5-s1. It was reported that screws were placed at left l4, l5, s1, and vb replacements were put in on the right at both disc levels. Reduction was successfully performed. The left side screws were compressed and broken off. Screws were placed on the right side; the sales rep reported that he noticed the l5 screw was extremely close to head and brought it to attention of surgeon. Surgeon reportedly proceeded and mapped the extenders with some difficulty. Rod was passed, and contrary to normal technique, surgeon broke off the middle set screw before dropping a set screw into the s1 screw head. The s1 set screw would not start due to rod stuck in position proud to screw head. In attempt to try another angle the extenders were separated and it was clear one had popped off the screw. Extenders were removed, xtube was deployed, and a beale reducer used to seat set screw. 40 minutes was added to surgery time. No other patient complications were reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified; therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 7576305, lot sa08c088 and lot sa09e219. The devices were returned for evaluation. Macroscopic and optical examination of the tip of the reduction sleeve did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension were found to be out of print specification. Visual and optical inspection identified multiple areas of damage in the mas retention area. Functional evaluation was performed on both sleeves utilizing a sample multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. The manufacture date for lot sa08c088 is 3/21/2008; the manufacture date for lot sa09e219 is 10/4/2009. A review of the device history records did not identify any applicable nonconformance to specification.